Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported after the catheter was placed in the body, it was found that the catheter tip was not in the right position, and the catheter was found to be broken after extubation. No other information was provided.

Event description:
It was reported after the catheter was placed in the body, it was found that the catheter tip was not in the right position, and the catheter was found to be broken after extubation. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is inconclusive due to the state of the returned sample. Two photographs of a powerpicc catheter were returned for evaluation. An initial visual observation of the photographs showed a slight bend/kink in the catheter tubing. No splits or breaks could be seen in the catheter in the returned photographs. Use residue was observed on the sample in the returned photographs. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.